Event description:
I returned from lunch, someone was my lunch break relief. She brought to my attention that the bur broke while doctor was using it. She reported that there were 2 pieces only of the broken bur.